Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving a accolade stem was reported. The event was not confirmed method & results product evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. The event was not confirmed and the root cause could not be identified. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's hip was revised due to trunnion wear leading to dissociation of the head from the stem. Intra-operatively, it was noted that the worn trunnion dug into the liner. The head, liner, and stem were revised. Rep confirmed that no further information will be released by the hospital or surgeon.